Event description:
The event is reported as: alleged issue: the customer stated that the dp-40ns was dull and tore a pt's artery while using kidney pancreas kit. The doctor did not believe there was any negative outcome or injury to the pt, so we do know the pt came out of the procedure stable.

Manufacturer narrative:
Attempts were made to obtain add'l info from the user facility. The contact person had no add'l info to report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product, it is not possible to determine the source of the defect reported. Customer complaint can not be confirmed due to the lack of product sample to perform a proper investigation and determinate the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly. The MFR will continue to monitor and trend relating complaints.